Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump keeps alarming failed battery test; the customer has tried five brands of battery and none of them last more than a day. The insulin pump also alarmed during manual prime; the customer was unsure of what specific alarm it was. Troubleshooting was initiated for the failed battery test alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery compartment and spring did not have any damage, corrosion, or missing components. The customer mentioned that there was a gray ring where the battery meets the battery cap. No products will be returned and a replacement battery cap was shipped to the customer.